Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse replaced the power cord as a precaution and performed extended self-testing on the device and all tests passed.(B)(4).

Event description:
Covidien received information stating that when the power cord on an 840 ventilator was being unplugged from the ac (alternate current) wall socket, there was a spark. The ventilator was not powered on, and it was not in use on a patient at the time the malfunction occurred.